Event description:
It was reported that the patient had a cut eye from a syncopal episode and the patient went to the emergency department. It was noted there was oversensing on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID addrl1 implantable pulse generator (ipg) implanted: 2009-(B)(6). (B)(4).